Event description:
It was reported that the bd maxzero¿ multi-fuse pressure rated extension set with needleless connector experienced leakage at the connector. The following information was provided by the initial reporter: we had a t-connector leaking due to cracks at the junction of where the maxzero can be removed. The maxzero was removed and IV tubing attached to that junction.

Manufacturer narrative:
H6: investigation summary the customer reported the luer was cracked, and returned a photo of the incident. The photo shows a crack down the full length of the male luer, and the complaint is verified. The root cause could not be confirmed without the physical sample. In addition, we also do not have a root cause attributed to this failure. The crack may be caused by alcohol use or medications. Our clinical team should be reaching out for a follow-up. A device history record review could not be performed on material mz5302 because the lot number is unknown.

Event description:
It was reported that the bd maxzero¿ multi-fuse pressure rated extension set with needleless connector, experienced leakage at the connector. The following information was provided by the initial reporter: we had a t-connector leaking due to cracks at the junction of where the maxzero can be removed. The maxzero was removed and the IV tubing attached to that junction.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.